Event description:
Boston scientific received information that this rv lead was involved in a perforation injury. The perforation happened on the later part of the day after the patient was discharged, as the patient started having diaphragmatic stimulation. X-ray and echocardiogram confirmed the perforation. The lead had perforated through the rv into the pericardial sac. The patient was scheduled to be sent to another hospital that has surgical support to have lead revision. It was reported that the repositioning procedure was done 7 days later. Aside from the muscle stimulation, the patient also felt some chest pain around the area of the apex of the heart, where the perforation was. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.